Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. Reported event of impedance problem was confirmed. Upon receipt, the device was detected in back-up mode. The device went into backup mode after explant, which is consistent with exposure to extreme temperature. Analysis of device image indicated incorrect measurements as well as sporadic and inaccurate cell impedance measurements, consistent with uncalibrated battery measurement data caused by code corruption. Longevity assessment was performed, and implant duration has exceeded total projected longevity indicating normal battery depletion. The device was unable to be restored from back-up mode due to low battery voltage and cut open. Analysis after device was cut open revealed battery voltage was at end of life (eol). Further analysis performed after installing new battery found no anomaly.

Event description:
It was reported that a patient presented with premature battery depletion and low pacing impedance noted on the patient's pacemaker. The device was explanted on (B)(6)2023. No patient consequences were reported.